Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-07004, 07005. It was reported the pt was experiencing uncomfortable heating while recharging the ipg. A replacement charging system was sent to the pt. In addition, the pt reported the stimulation was not relieving her pain. The pt reported the stimulation may be making the pain worse. The pt indicated she was using the stimulation at a low amplitude, because increasing the amplitude caused discomfort.

Manufacturer narrative:
Correction/reporting removal #: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.